Event description:
Upon conclusion of the case a lithotripsy balloon was placed in the right iliac and inflated without issue. Upon attempting to deflate the balloon on the device, it would not deflate after multiple attempts using the indeflator. Then the balloon was inflated at rupture and it would not rupture. So using an ultrasound and a micropuncture needle the fluid was aspirated from the balloon. The balloon was removed and post injection was completed at the site and was noted with no issues. Procedure concluded without further issue.